Event description:
It was reported that patient was having a left elbow revision surgery due to a stretched tendon. During revision, the surgeon had to explant the two ar-2324pslc swivelock anchors to tighten the tendon. Surgeon then reamed out the existing holes and inserted two new anchors (one ar-7324psl and one ar-1555ps). Original surgery date was (B)(6) 2014. Case was completed. The explanted anchors were discarded.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event (left elbow revision surgery due to a stretched tendon) could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. The directions for use (dfu-0087) states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.